Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, inflation doesn't work.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. No visual or functional abnormalities were noted with the pump or cylinder 2. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the exhaust tube of cylinder 1 indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3454207.

Event description:
Additional information received indicated that when the pump is actuated the prosthesis does not inflate.